Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer received an inaccurate fill estimate. Reportedly, the insulin gauge displayed 150 units in the afternoon, and several hours later displayed 50 units. There was no reported impact to the customer's blood glucose level. During a follow-up with the customer on (B)(6) 2017, the supervisor reviewed the pump data logs and found no issues with the fill estimate. Tandem technical support explained the insulin gauge calculations and per insulin usage, the fill estimate display of 59 units appeared to be accurate. The contact acknowledged the information, however, stated that the customer will continue using manual injections for insulin delivery.